Event description:
Material no. 320109 batch no. 9046853 it was reported that during use of the bd ultra fine¿ pen needle the needle broke off when removing from site. The following information was provided by the initial reporter: tip of needle, aprox 1/8" broke off when removed from site. No medical attention received as of yet, will be calling doctor. Consumer stated can't see anything in site also no redness or bruises. She denied reuse of needles. Injects in stomach area. She has a nurse that visit her home every other day. Nurse noted no infection site looks fine. Can see a little scab from the injection no further medical intervention received.

Manufacturer narrative:
Investigation summary: customer returned one (1) used 31g x 8mm bd pen needle from lot 9046853. Consumer reported broke off when removed from site. The returned pen needle was examined, and it was observed that the patient end (pe) cannula was broken, however, no evidence of manufacturing defects was observed. Since the pen needle was returned after use, and no manufacturing defects were observed, the probable cause of the broken pe cannula is user error while handling the pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken pe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. Since the sample was returned after use, it is likely that the pe cannula was broken after improper handling of the pen needle by the user. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 320109, batch no. 9046853. It was reported that during use of the bd ultra fine¿ pen needle the needle broke off when removing from site. The following information was provided by the initial reporter: tip of needle, aprox 1/8" broke off when removed from site. No medical attention received as of yet, will be calling doctor. Consumer stated can't see anything in site also no redness or bruises. She denied reuse of needles. Injects in stomach area. She has a nurse that visit her home every other day. Nurse noted no infection site looks fine. Can see a little scab from the injection no further medical intervention received.